Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Between the green and black. What confirmation was received that the device was fully fired? The audible click was heard. Did the device staple? Yes. Were there any staples missing from the staple line? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? Irregular. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? No. If the device fully cut, were both donuts complete? No. Was the safety reset prior to removal? Yes. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes, to my knowledge it was. How did the surgeon remove the device from the tissue? She fish tailed it out. Was a leak check performed following removal of the device? No, used contour and did another anastomoses. Was a leak confirmed? No. If yes, how was the leak controlled? Na. If a leak was confirmed, did the post-operative care change based on the leak? Na. What is the current status of the patient? Doing well. No further health issues.

Event description:
It was reported that during a colon resection procedure, the stapler handle didn't release after firing. The surgeon was able to free the device from the tissue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m5675c. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.